Event description:
A (B)(6) female, pt, contacted zoll customer support to report that her monitor displayed a service code. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code displayed) was confirmed. Upon eval, there was a poor solder joint on quad micropower op-amp component u901. The cause of the service code 110 (over voltage fault) is intermittent signals from component u901. The cause of the intermittent signal is the poor solder joint. The root cause of the poor solder joint cannot be positively identified but is likely assembly error. No adverse event resulted from the defective component. The last pt to use this monitor did not report any deficiencies.